Manufacturer narrative:
E1 - initial reporter establishment name:(B)(6) hospital. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. Reasonably known information suggests probable cause such as some kind of physical stress. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the resection sheath, outer sheath's, ceramic head at the distal end is damaged. The issue occurred during preparation for use. There were no reports of patient harm.